Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding / excessive bleeding"), syncope ("fainting spells") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, nausea, vomiting, constipation, vaginal discharge, multigravida and parity 2. Concurrent conditions included paratubal cyst, adenomyosis, fibroids and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), loss of libido ("loss of libido"), bacterial infection ("reoccurring bacterial infections"), arthralgia ("joint pain"), myalgia ("muscle pain"), nausea ("nausea"), abdominal distension ("severe bloating"), headache ("headaches"), migraine ("migraines"), dizziness ("dizziness"), feeling abnormal ("brain fog"), syncope (seriousness criterion medically significant), palpitations ("heart palpitations"), peripheral swelling ("swelling legs/feet"), alopecia ("hair loss"), insomnia ("insomnia"), lymphadenopathy ("swollen glands") and uterine haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, infection, urinary tract disorder, dyspareunia, sexual dysfunction, loss of libido, bacterial infection, arthralgia, myalgia, nausea, abdominal distension, headache, migraine, dizziness, feeling abnormal, syncope, palpitations, peripheral swelling, alopecia, insomnia, weight increased, lymphadenopathy and uterine haemorrhage outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, bacterial infection, dizziness, dyspareunia, feeling abnormal, genital haemorrhage, headache, infection, insomnia, loss of libido, lymphadenopathy, migraine, myalgia, nausea, palpitations, pelvic pain, peripheral swelling, sexual dysfunction, syncope, urinary tract disorder, uterine haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: complete blockage of the fallopian tubes by bilateral essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.